Event description:
A customer reported a high blood glucose (bg) level, though the specific value was unknown and continuous glucose monitor read "high." Small ketones were present, but a healthcare professional did not consider the ketone level dangerous or life-threatening. The cause of the high bg was unknown. To address the high blood glucose, the customer administered a correction injection via manual daily injections. Additionally, technical support assisted the customer with resetting the pump to ensure proper functionality moving forward.